Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that there were increasing noise reversion episodes which was induced with patient hugging himself. The cause of noise was suspected to be lead insulation break. The lead was capped and replaced on 14 may 2018. The patient was not symptomatic and was stable before, during and after the case.